Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device's memory did note shock lead had an open condition three times. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient was in the hospital after having multiple episodes of slow ventricular tachycardia (vt) with anti-tachycardia pacing (atp) and a couple of attempted shocks. Upon interrogation a code was observed which indicated there was high shock impedance measurement of greater than 145 ohms during shock delivery. Boston scientific technical services (ts) recommended replacement of the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Subsequently a procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. Both the lead and device were successfully replaced.